Event description:
I put in breast implants, told dr I immediately felt pain, neurological problems, severe unintentional weight loss, fatigue, wanted them out but the plastic surgeon said there was nothing wrong with me, that I was a slow healer, that my implants looked great and he wasn't going to remove them. I spent years and probably thousands of dollars going to drs for testing, after testing and every dr said it was absolutely not my implants. My breast were hard as rocks. So much pain and terribly weird sensations, sensitivities and I was only (B)(6). Was told by so many drs that I needed depression medicine. They felt I was depressed with four kids. Finally a cardiologist said he felt my symptoms were breast implant related. I explanted a few months later and within a month I had cancer. Was given two weeks to live if no treatment. Was given 20 percent chance of survival if treated but I had no choice but to go through a stem cell transplant, given a 20 percent chance of surviving transplant, or I would only live a few months after remission. I suffered and survived only because I removed my implants. Those implants caused my leukemia all ph+. For 10 years my body battled the toxins, biofilm, heavy metals from the implants and finally gave out trying.